Manufacturer narrative:
The perm - loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. However, the implant procedure was performed per the instructions for use, the incision was irrigated with antibiotic solution before closure, the skin was prepared with antiseptic solution and the patient does not have any contraindicating conditions. The cause of the infection is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported an infection. Oral and IV antibiotics were prescribed and the patient was admitted to the hospital. An explant procedure was performed on (B)(6) 2023. The patient is currently doing well and no further issues have been reported.

Manufacturer narrative:
The perm - loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. However, the implant procedure was performed per the instructions for use, the incision was irrigated with antibiotic solution before closure, the skin was prepared with antiseptic solution and the patient does not have any contraindicating conditions. The cause of the infection is unknown. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection. Oral and IV antibiotics were prescribed and the patient was admitted to the hospital. An explant procedure was performed on (B)(6) 2023. The patient is currently doing well and no further issues have been reported.